Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was also reported that the patient underwent a gynecological surgical procedure on (b)(6 2009 and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy, bso, anterior colporrhaphy and posterior colporrhaphy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent right stent placement and cystoscopy on (B)(6) 2010 due to right ureteral calculus. No additional information was provided.